Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the system kept faulting out. Tse reviewed the logs and identified multiple faults related to universal surgical manipulator (usm) 2. The customer had already power cycled the system, but the fault reappeared upon power-up. The customer required all four usms for the procedure and was not willing to disable usm2. The site aborted to another dv system. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. It was reported that a unit was returned for failure analysis due to a 25730 error, which was confirmed but not replicated. The error indicated a communication fault on the unit, confirming the fault occurred in the field. Visual inspection did not reveal any issues related to the reported event. The unit was installed onto a psc fixture test platform (pftp), where it passed all relevant testing within specification. Upon inspection, no faults were identified with the parallelogram.